Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and vacuumed out compressor and verified that the fan was working. The fse then tested the iabp to verify maintenance code 4 was no longer present and performed all functional and safety tests to factory specifications. The iabp was returned to the customer for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required code #4" alarm. It is unknown under which circumstances this event occurred; however, no patient involvement or adverse event was reported.